Event description:
It was reported that the patient experienced shortness of breath on exertion (soboe) and fatigue. The right ventricular (rv) lead was repositioned due to undersensing. The rv lead remains in use. The patient is enrolled in the attain performa. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).